Manufacturer narrative:
Reference record (B)(4). Event-additional information.

Event description:
Patient received alvedon and morphine for the pain.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation was not/is unable to be performed. Perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on 11 feb 2019 that the patient was hospitalized due to abdominal pain on (B)(6) 2019. A CT of the abdomen found that there was a tear in the intestine and that the intestine had perforated when placing the peg-tube. The patient had surgery on (B)(6) 2019, the peg was replaced to a nutrition peg and the hole in the intestine was closed. A j-tube was not placed and duodopa was administered in the ventricle. The patient received intravenous antibiotics piperacillin-tazobactam and pain medication. It is planned that patient will be discharged on the (B)(6) 2019. At the time of this report, the patient has not started again with duodopa. She will possibly have a time for the insertion of duodopa peg at the end of the month. The patient still had abdominal pain after discharge and visited the emergency room 3 times: (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019. On (B)(6) 2019 a CT of the abdomen found that the pain was due to constipation.